Manufacturer narrative:
Philips service replaced the 19'' monochrome monitor cr (mml1951-pcr) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the live monitor was not functioning properly, requiring replacement on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.